Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the deployed staples were malformed when the device was used to anastomose between the stomach and the duodenum. The formation of the malformed staples' legs were a little bent. The surgeon heard the click sound which would be heard when the anvil was attached to the device completely. The target tissues were clamped properly. When the firing handle was grasped, the orange indicator was within the green zone and the position was at the slightly closed position from the middle. When the device was removed from the patient and the site was checked, the anastomosed site came off. Purse string device was used for the anvil side and the device was used on the posterior wall side of the remaining stomach. Therefore, the device was not fired across an existing staple line. Besides, the device was not fired on something hard such as a clip. As the anvil was discarded, it was unknown whether the washer was cut properly. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The patient's condition is stable. The surgeon is used to using this device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.